Event description:
During a coronary stent procedure of a very tortuous circumflex lesion, the delivery device/stent was advanced and the balloon was inflated one time to unknown atmospheres to deploy the stent. The physician experienced removal difficulties. It was first thought that the balloon had not deflated, however, after some manipulation the delivery device was removed without incident. Another balloon was used to post dilate the stent and the procedure was completed. Patient status listed as "okay".